Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call air bubbles anomaly inside the reservoir. Customer's blood glucose level was unknown. Troubleshooting for air bubbles anomaly was performed. Customer realized air bubbles inside the reservoir and this was the 2nd or 3rd time they were unable to get rid of them. Customer was advised on how to properly fill the reservoir and use room temperature insulin. Customer advised they incorrectly would use cold insulin to fill the reservoir which resulted in air bubbles. Customer was advised that a replacement infusion set and reservoir would be sent out and they agreed to return the products for further analysis.

Manufacturer narrative:
Reliability analysis evaluated one open/used reservoir and performed pre-fill reservoir test. The reservoir failed per inspection. Found the reservoir transfer guard needle occluded.